Event description:
Procedure type: lap chole. According to the reporter: the balloon was inflated with 200 cc air, then it broke. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 02/11/2009.